Event description:
It was reported that a malfunction occurred with the pump as indicated by a repeated error code 16-0x20e6. There was no reported impact to the customer¿s blood glucose level as no information was available. The pump was turned off and on again to reset but continued to show malfunction. The device is being returned for further inspection, and a replacement pump has been arranged with serial number (B)(6).